Event description:
It was reported that," the surgeon was final tightening when the tip of the torque wrench broke off. The tip was retrieved." 9

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.